Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had keyboard failure. Customer reported that some of the keys on the station's keyboard was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was not functioning properly, with some keys failing to work. The field service engineer (fse) contacted the customer and instructed a hard shutdown and restart. After the restart, all keyboard keys functioned properly again, and the issue was resolved. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.